Event description:
It was reported that a user of the ilet experienced recurrent episodes of hypoglycemia and hyperglycemia, with two severe low blood glucose events requiring emergency calls and near loss of consciousness, and persistent large glucose excursions multiple times per day, while using the insulin delivery system. Symptoms included seizures, near syncope, and concern for risk of cardiac complications in the context of significant comorbidities. Outcomes included emergency medical response without reported hospitalization and ongoing disruption to daily activities. Investigation included a review of event details attempted via follow-up calls and internal complaint assessment. Investigation of this case revealed that the cause of the reported hypoglycemia and hyperglycemia was unclear, and no device alerts or alarms were reported. It was concluded that the available information did not establish a device malfunction or use error and that additional information from the user would be required to further evaluate the events. The device has not been returned; if it is returned, it will be evaluated, and a supplemental report will be filed.